Event description:
It was reported that during use with the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, a false negative result was obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish: a mgit tube does not grow inside the mgit960 system and the lowenstein grows. The tube has 0 growth units and the ziehl neelsen of the mgit tube is acid-fast bacilli positive. No growth detected in tube bactec mgit in the mgit960.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, a false negative result was obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish: a mgit tube does not grow inside the mgit960 system and the lowenstein grows. The tube has 0 growth units and the ziehl neelsen of the mgit tube is acid-fast bacilli positive. No growth detected in tube bactec mgit in the mgit960.

Manufacturer narrative:
Investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record for batch 3068135 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on batch 3068135 for performance. Retention samples from batch 3068135 were not available for testing. No return samples or photos were received for investigation. Complaint trending has not identified a trend for performance defects on this material. This complaint cannot be confirmed. Bd will continue to trend complaints for performance defects.